Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed broken on plug strap side assessed as unidentified (tear) opening and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: a.2, b.6, d.9, h.3, h.6.

Event description:
Healthcare professional reported "explanted textured saline" implant. Healthcare professional later reported"capsular contracture grade IV." Record is for left side. Device has been explanted.

Event description:
Healthcare professional reported, "explanted textured saline" implant. Healthcare professional, later reported, "capsular contracture, grade IV". Record is for left side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.